Event description:
It was reported that a patient had coupling issues and used her recharger to try to get better coupling. The antenna locate feature was utilized and got a reading of 56 for the highest number. It was noted that the patient was unable to get more than four of eight coupling boxes. A second recharger was unable to get better than 58 for the highest number with antenna locate, and could not get better than 56 on subsequent tries. It was reported that the patient was being referred to a doctor for a pocket revision. It was believed that the device was too deep in the pocket. There were no patient symptoms or complications associated with the event, and the patient¿s status was noted as no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).